Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt states that his pt line was leaking where the pin is located. Rn states that prophylactic antibiotics were administered as a precaution and there is no other known pt ill effect. There is a sample available for eval.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification.